Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported having a blood glucose level of 460 mg/dl. She attempted to give herself a bolus, but her blood glucose level would not go down. When she removed the pod, she noticed that the cannula was kinked.